Event description:
After an implantation period of approx. 63 months, oversensing with inappropriate therapies was reported. The lead was capped and a new lead was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided diagnostic image did not show any peculiarities. The retrieved data from the returned ICD included trend curves and iegms. The pacing impedance trend curve acquired between october 5, 2022 and june 1, 2023 showed stable values around 800 ohms with increase to >3000 ohms at the end of the recording period. The shock impedance trend showed stable values around 100 ohms with increase to >150 ohms at the same time. Furthermore the analysis of the available iegm episodes revealed artifacts on the rv channel leading to the reported oversensing and inappropriate shock delivery. In some episodes there were also artifacts on the farfield channel noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.